Event description:
The bander cap came off the end of the scope, the scope was removed and the cap placed back on successfully. Procedure completed. Additional information received 15 aug 2025. 1. Please advise the anatomical location of the intended target site oesophageal varix. 2. What was the channel size of the endoscope used? Standard gastroscope. 3. Can it be confirmed if the ¿shot banding assembly¿ as shown below is the part that came off the end of the scope? Yes.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation the dt-6 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0026) states the following: ¿attach the barrel to the tip of the endoscope, ensuring the barrel is advanced onto the tip as far as possible¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to device handling. It is possible that twisting of the scope during the procedure led to the barrel becoming loose, resulting in the barrel detaching from the endoscope tip during the procedure. It is also possible that the barrel wasn't advanced as far as possible when attaching it to the tip of the endoscope during device set up, resulting in the barrel detaching from the endoscope tip during the procedure. However as the device was not returned for evaluation, the cause of this complaint could not be conclusively determined. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction. Complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the bander came off the end of the scope, the scope was removed and the bander was placed back on successfully, the procedure was completed. The patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-sep-2025.